Manufacturer narrative:
The affected device was not returned to nidek for eval. The device has not been evaluated yet; however, a service engineer would conduct an on-site eval and perform the preventive maintenance according to the recall procedure. The near point chart arm has been fixed. Nidek contacted the customer to verify the complaint about the cut on the nose and confirmed that the injury was minor. No med or surgical intervention was required for the injury. The provider who got the injury was fine. Nidek inc considers it a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.

Event description:
Nidek received a complaint from the customer on (B)(6) 2014. During the preventive maintenance (pm) for recall for rt-5100 sn (B)(4), the provider who was performed the pm got hit by the near point chart arm. The provider got a small cut on the nose.